Event description:
It was reported that in evaluation findings the arctic sun device had error 15(patient temperature 1 out of adjustment range limit) and low flow. Damage to fluid delivery line (fdl) found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in evaluation findings the arctic sun device had error 15(patient temperature 1 out of adjustment range limit) and low flow. Damage to fluid delivery line (fdl) found.

Manufacturer narrative:
This MDR is being retracted as it is a cascading event of a record already submitted 1018233-2024-04745. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.